Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 6992040 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance spec. The root cause cannot be determined.

Event description:
Clinical study. Same case as MFR #6000093-2007-00892. It was reported that post index procedure, the pt had 2 target vessel revascularizations. The index procedure treated 2 lesions. Target lesion 1 was a de novo lesion in the 3rd diagonal. The lesion was 3.5 mm wide, 20 mm long, and 70% stenosed. There was moderate calcification and mild tortuosity. The physician pre dilated the lesion prior to placing a 3.0 x 20 mm taxus express2 stent. Target lesion 2 was a de novo lesion in the ramus. The lesion was 2.75 mm wide, 10 mm long, and 70% stenosed. The physician direct stented the lesion with a 2.5 x 12 mm taxus express2 stent. Post dilatation stenosis was 0% for both lesions. The physician used ivus during the procedure. The pt received plavix and a gpiib/iiia inhibitor during the procedure. The pt was discharged 2 days later on aspirin and plavix. On day 564, the pt had a tvr in the 3rd diagonal due to focal in stent restenosis. The tvr consisted of a cutting balloon angioplasty and placement of another manufacturer's stent. The pt also had a tvr in the ramus due to diffuse in stent restenosis. The tvr consisted of a cutting balloon angioplasty and placement of a taxus express2 stent. The pt was discharged 4 days later. The site was unaware of the event until a manual review on 4/4/07.